Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during an unknown phase of their pd treatment. The patient¿s peritoneal dialysis nurse (pdrn) reported receiving an air detected in cassette alarm during treatment. The patient was connected to the cycler while the alarm occurred. There was fluid seen in and on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn confirmed that the leak occurred during treatment. The patient completed the treatment on the cycler after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.